Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. It was confirmed that the pump was able to be charged with a different wall adapter. In addition, the battery gauge dropped from 50% to 5% then jumped back up to 100%. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. (B)(4).